Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient was walked through clearing the informational por off the programmer and it is now working as designed. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported a loss of therapy. The patient reported that her ins had been depleted since last week, (B)(6) 2017. The patient reported that her recharger wouldn't connect since last week, (B)(6) 2017. The patient was walked through the antenna locate feature and the patient reported she was charging her ins. The patient reported that there was a power on reset (por) message when she tried to charge but was able to bypass it. It was recommended that the patient charge to (B)(4) and then call back to reset the por message with the programmer. No further complications were reported.